Event description:
It was reported the customer had recurring no delivery alarms on their insulin pump. The customer's blood glucose was unknown. Customer stated the alarm was resolved by an infusion set change. The customer was unable to troubleshoot at the time of the call. Customer also declined to return their products for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.